Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing a procedure of correction fixation with trauma device for l1 fracture. The pre-op diagnosis was l1 burst - fracture. It was reported that, on one driver, the button for locking the set screw on the upper part of driver handle was stuck in and the set screw did not come off at all. The set screw got caught in the retaining set screwdriver and could not be removed. The operation of another one driver was suspicious, and sometimes the button could be pressed and sometimes could not be pressed. The button that was pressed did not return, and the lock that grips the set screw could not be released. The extender had an issue, when attempting to place rod after correction with trauma device, it was noticed that the extender had come off and the correction effect was lost. The reported screw on the right side of th12 seemed to have moved to the cranial side from the initial placement, the screw might be loosened. It was mentioned that, the planned correction was not completed. All the reported products were used according to the IFU/labelling. There was a delay of more than 60 minutes occurred. All the reported products came in contact with patient. There were no complications to patient as a result of lost correction effect. Since the extender had come off, the planned correction was not completed successfully. Initially, percutaneous surgery was scheduled, but it was changed to mini open surgery. The levels implanted were t12-l2. Therapy involved was correction fixation (with trauma device for l1 fracture). No further complications reported.